Event description:
It was reported that the patient stated that the pump was alarming "no disposable clamp tubing." The patient had been instructed to silence the alarm, and the pump settings had been reviewed (res vol 22.6 ml, cont rate 2.0 ml/hr, vol given 69.4 ml), and the pump had been restarted. The screen had read "run." The pump had begun to double beep while the screen read "run," and then the alarm had returned. The alarm had been silenced, and the pump had been powered off. The event occurred while in use with a patient at the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.